Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist will mail a letter and has reviewed the customer care advocate's (cca's) documentation. The cca replaced the products. The pt reported the following information. In 2009 in the afternoon, the pt alleged that he obtained a result "below 20 mg/dl" with his onetouch ultra2 compared to 156 and 197 mg/dl on his other lifescan meter less than 10 minutes later. A result below 20 mg/dl will prompt 'low glucose, below 20 mg/dl'. The pt located result 27 mg/dl in the meter's memory. Reportedly, the pt had stored the onetouch ultra test strips improperly or had opened them more than three months earlier. The pt ate or drank as a result of the alleged issue. The pt, who self treats with unk insulin, reportedly became lightheaded and thirsty with constant urination the same night. Whether the pt self-treated with insulin was not provided. Because the pt alleged he developed symptoms (that meet the criteria for serious injury and are typical signs of hyperglycemia) after the reported product issue began, the complaint is reported.